Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Clinical review of the patient's downloaded data shows that the patient experienced an appropriate defibrillation event consisting of five appropriate shocks during ventricular tachycardia (vt)/ ventricular fibrillation (vf) starting on (B)(6) 2020. The patient was detected in vf at 15:21:26 on (B)(6) 2020 and received the first appropriate treatment. The patient's post-shock rhythm was sinus bradycardia at 30 bpm with heart block and preventricular contractions. The lifevest declared a non-treatable rhythm at 15:22:19. The patient was then detected in vf at 15:28:59 and received the second appropriate treatment. The patient's post-shock rhythm was sinus bradycardia at 30 bpm. The lifevest declared a non-treatable rhythm at 15:30:06. The patient was then detected in vf at 15:33:47. The response buttons were pressed intermittently from 15:34:07 to 15:34:39. It is unknown who was pressing the response buttons at this time. The patient then received the third appropriate treatment at 15:35:24. The patient's post-shock rhythm was sinus bradycardia at 30 bpm. The patient was then detected in vt at 250 bpm and received a fourth appropriate treatment at 15:46:29. The patient's post-shock rhythm was sinus bradycardia at 50 bpm. Then, on (B)(6) 2020, the patient was detected in vf and received a fifth appropriate treatment at 06:45:28 on (B)(6) 2020. The patient's post-shock rhythm was sinus rhythm at 60 bpm slowing to sinus bradycardia at 20 bpm. The patient's rhythm then degraded to asystole before transitioning back to sinus bradycardia at 35 bpm. The device was then shut down at 06:46:03 on (B)(6) 2020 while the patient's rhythm was sinus bradycardia at 50 bpm. The device was powered back on at 15:21:08, and the patient's rhythm was motion artifact until the device was shut down at 15:25:30 on (B)(6) 2020. The patient subsequently passed away. There is no indication that a device malfunction caused or contributed to the patient's passing. Due to the response buttons being pressed while the patient was in a treatable rhythm, reporting event out of abundance of caution.